Manufacturer narrative:
Report was received from the end-user's sister reporting the end-user having fallen out of the power wheelchair on numerous occasions, with claims the caster wheels are becoming stuck in cracks in the sidewalk, and this is causing the powerchair to become blocked while in motion, and this has caused the end-user to fall out of the seating. The most recent event reportedly led to the end-user sustaining a chipped tooth, broken nose, and split lip requiring stiches. The end-user was unable to be reached by permobil, and the provider stated they had not received any communication from the end-user related to any issues with the device related to control or stability issues. At time of this report, the device has not been evaluated to determine if a product malfunction occurred. The provider is making arrangements with the end-user to inspect the device. If permobil receives any new information, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while driving the m3 corpus device down a sidewalk, claims were made that the front caster wheels rotated sideways and became stuck in a crack on the pavement. This reportedly caused the device to lose forward momentum which reportedly forced the end-user to lose positioning and fall out of the seating to ground. The fall was reported to have resulted in injuries requiring medical intervention to address.